Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 28/0, taper 12/14 on (B)(6) 2013 ,during a revision surgery. The patient was revised on (B)(6) 2016 due to breakage of the head.

Manufacturer narrative:
Investigation results were made available. Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative? Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient had to undergo revision surgery after 3 years and 4 months in vivo due to ceramic head breakage. The patient reported that he did not have pain related to the implant breakage before the revision surgery. The tissues surrounding the implant did not show signs of metallosis. During the revision surgery head, insert and the cup were replaced. Insert and cup (cremascoli ortho products) had signs of wear in the cranial direction. The cone and neck of the stem were damaged in their upper portion. Review of received data: a surgical report undated was received for the investigation. It is indicated that the stem was easily removed. The cup was well osseointegrated. Polyethylene insert was observed to be intact and has its normal colour. Therefore it was not removed. During the surgery it was decided to implant a revision stem instead of normal one due to the anatomical condition of the patient's bone. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the zmr stem and the ceramic head were used in combination with an acetabular cup and liner manufactured by a competitor; cremascoli ortho. Combination of the head with the cup/liner is not allowed by zimmer biomet. Root cause determination using dfmea: fracture of head due to inadequate design for intended use - not possible: compressive strength (burst) testing of biolox delta, axial fatigue testing of biolox delta ceramic femoral heads and biolox delta ball head fatigue testing certify the appropriate design for the ceramic head. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination - possible: the neck taper of the femoral stem matches the ceramic head in terms of the size combination. However no comment can be done whether the size of the head diameter or offset is correct since there is no x-ray available. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products - possible: the zmr stem and the ceramic head were used in combination with a acetabular cup and liner manufactured by cremascoli ortho. Loss of connection, fracture of ceramic head due to use on a damaged stem taper - not possible: as during the implantation of the ceramic head, new femoral stem/neck was implanted. Loss of connection, fracture of ceramic head due to particles between stem and head taper - possible: it can be possible that there were some particles left between stem and head taper. Therefore it cannot be excluded. Conclusion summary: it was reported that the biolox head was combined with a acetabular cup and liner manufactured by cremascoli ortho. The stem (manufactured by zimmer inc., (B)(4)) is compatible with the biolox head. Therefore, the root cause of the complaint is considered as off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information received on june 8, 2017. Legal documents, labels. The information received does not change the previous assessment of the case. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).